Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the device would not properly mesh. There was damaged noted to the taken graft. However an additional graft was not taken. No harm or delay were noted to have occurred. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Updates performed to b4 b5 d9 g3 g6 h1 h2 h3 h4 h6 h10. Review of the most recent repair record determined the unit would not properly mesh. The cutter was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.